Event description:
It was reported via social media that the patient underwent an explant procedure as the spinal cord stimulator (scs) was causing excruciating pain. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.